Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the no delivery alarm. There were prior calls in which the no delivery alarm was troubleshot. The caller confirmed that the infusion sets were being changed every 2 to 3 days. The customer avoids inserting into scarred tissue. The infusion set tubing was not bent or kinked. The customer had tried all remedies. The caller was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.